Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was "belt slip: error messages on the roller pump display. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The ccp stated it seems to be in the pulsatile mode along with the occlusion knob seemingly oscillating. The ccp also mentioned that it was a newer ccp operating the equipment and that they may have been over occluding. The field service representative (fsr) explained to the ccp the new software upgrade to version 1.40 on the roller pumps would give that result when the pump is over occluded.